Event description:
It was reported that patient presented to the hospital after receiving a patient notifier. High pacing lead impedance and non-sustained lead noise were observed on stored records. It was also noted that the physician observed externalized conductors during routine device change out in (B)(6) 2012. Lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.